Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed welts under the electrodes. The patient reported that she was experiencing an allergic reaction to the device. The patient's physician recommended that the patient remove the lifevest to allow the irritation to heal. After discontinuing use of the lifevest, the patient reported that the irritation improved. There is no indication that a device malfunction caused or contributed to the reported skin irritation.